Manufacturer narrative:
The manufacturer previously reported this device sn (B)(6) on MDR 2518422-2021-05776 . The MDR 2518422-2021-05776 was incorrectly filed and is a duplicate to MDR 2518422-2021-03605. Please disregard MDR 2518422-2021-05776 as it was filed in error.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cough and fluid in the lungs. The patient did report receiving medical intervention and was in the hospital and had fluid aspirated from the lungs. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.